Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrovideoscope exhibited a deep cut and lifting part on the probe unit that reached the hard part beneath the pink probe coating. Additionally, the acoustic lens was damaged, with the damage level reaching the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - the rubber coating on the transducer is defective. - acoustic lens is damaged. (Damage level; reach to the glue-layer) - due to wear of fe [forceps elevator] lever, u/d [up/down] knob cannot be locked securely. - paint on aw [air/water]-cylinder is peeled. - s-cylinder [suction cylinder] has discoloration. - s-cover [scope cover] plate has peeling. - adhesive on a-rubber [bending section cover] has a chip. - due to wear of angle wire, the play of control knob is out of the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been confirmed at the user facility - however, from the information obtained in this investigation, a further cause could not be established. As result of reviewing the instructions for use, it was found that there is description related to the phenomenon: instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information - please read before use ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.